Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us. H3 other text : device not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a screen issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated sections: b4, b6, b7, d10, e2, e3, g2, g3, g6, h2, h10, h11. Corrected sections: b5, d1.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a screen issue. There was no patient involvement.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us.

Event description:
N/a.